Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shock by the cardiac resynchronization therapy defibrillator (crt-d) while an atrial arrhythmia with possible rapid ventricular response was in progress. The device remains in use. It was also noted that there was possible intermittent undersensing of the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.